Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient made the rep aware of a dead battery on (B)(6) 2020. The ins had been dead for 2 months prior to that. The patient broke his arm and had some other medical issues that were not related to the stimulator and he did not charge. Five power on resets were performed without success. The battery is being replaced soon, but it has not been scheduled yet.